Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated two times at 6atm and 10atm accordingly. However, at second inflation, it was noted that the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient was good post procedure.